Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#(B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). G2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's recharging system did not start charging. The device sounded and the recharger heated up, leading to a failure to generate an effective charge. There was no evidence of environmental factors that led to the failure. It was noted that it was restarted and the fault persisted; the recharging antenna overheated and beeping occurred constantly. The recharger was to be replaced.

Event description:
Additional information was received from the patient via a representative. The message on the device says "device not found" after several attempts to connect.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.